Manufacturer narrative:
Investigation details: testing was completed, and it was found out that the balloon was leaking from under the latex. The complaint is confirmed.

Event description:
It was reported that during a procedure, a balloon leaked, unable to maintain seal. Another unit was used to complete the procedure. No patient complications have been reported by the hospital.